Event description:
It was stated that while in use with patient the vent alarmed a leak, and it was observed that there was a tear by the shaft and flange. The event happened at patient's home, but the operator of the device was a healthcare provider. The issue was resolved after they changed the trach to a backup. No medical intervention was required. Patient was an 18-month white, non-hispanic male baby. The weight of the patient is 19 lbs. The device is available for investigation. There was patient involvement, but no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available. Device has not been returned to the manufacturer.